Event description:
Customer's father stated that the insulin pump has a loose drive support cap. Customer tried to push in the drive support cap. The insulin pump was not dropped. Caller informed on how to obtain a new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.